Event description:
Three anchors placed, one medially placed anchor showed soft tissue infection. Dr unsuccessfully attempted to remove anchor. Infection treated with bacteriacide and infection appear to have decreased.